Event description:
The suture was used during an unspecified procedure. Reportedly, the suture broke.the hosp has reported no pt injury occurred.

Manufacturer narrative:
The reported condition was confirmed however, the exact cause could not be reliably determined.